Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. The haptic broke during insertion into the eye. To remove the lens, the incision was enlarged and one suture was used to close. Injector, cartridge models and lot numbers were not provided.

Manufacturer narrative:
(B) (4).